Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was experiencing high blood glucose levels. Blood glucose level was 468 mg/dl at the time of the call. Customer reported treating with a manual injection. Customer reported that a no delivery alarm was present in the insulin pump's alarm history. During a follow up call, customer reported that the insulin pump's act button was intermittently responsive. Customer did not recall any significant events leading up to that error. Blood glucose level was 296 mg/dl at the time of the second call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads.